Event description:
It was reported that during an unknown procedure, the device was being closed during a low rectal anastomosis. The anvil popped off, the spike was so low that a new hole had to be created to reinsert a new device. The anastomosis was able to be created and the donuts looked good. There was a leak and the patient has a temporary ileostomy. Another device was used to complete the procedure. The device was discarded. No additional information is available. Additional information received on 3/4/2010: [the surgeon] married the anvil and the trocar (spike) and dialed down the device; the anvil and trocar separated. She had to try and find the hole that the trocar spike made and put a suture in it before re-introducing the [circular stapler]. The stapler worked fines the second time. However, there was a leak. [The surgeon] thinks the leak was from the original hole that the trocar spike created the first time around.

Manufacturer narrative:
(B) (4) (B) (4). Information is unavailable; device was not returned for evaluation. Additional information requested and received on 3/12/2010: [the sales rep] is not positive that the anvil and trocar were connected the first time around. It appeared as if they were connected and the tension may have pulled them apart. There were no issues when the anvil and trocar were married together. The anvil and trocar separated the first try but when [the sales rep] stood over the surgeon¿s shoulder on the second try (with the same stapler), it worked fine. [The sales rep] made sure that on the second try, heard the click of the anvil and trocar marrying together to ensure that it was locked in place before dialing down. The leak was addressed with suture and a temporary ileostomy was created. The surgeon used the same stapler the second time around. [The sales rep] was in the room and could tell that nothing was wrong with the stapler. It was either an error in use or just too much tension from the tissue being anastomosed. [The sales rep] is unsure of the quality of the tissue being fired on. The patient was an elderly gentleman with a tumor (hence the lower anterior resection). [The sales rep] is unsure of the current status of the patient. As far as [sales rep] knows, he is doing alright. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.